Event description:
It was reported that the pump started beeping no disposable. While troubleshooting, a self test was completed on the pump, the cassette was placed on bottom of the pump, and the device started beeping. The same issue occurred on the backup pump. This was the second time this month the patient had to discard a cassette due to above scenario. No patient injury was reported.

Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. 510k number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.